Manufacturer narrative:
The date of event is estimated. Information regarding weight was requested, but not received.

Event description:
Related manufacturer reference number: 3006705815-2023-04826. It was reported that followed a fall, the patient experienced ineffective therapy. Further investigation showed impedance on both leads. As a result, surgical intervention was undertaken on (B)(6) 2023 where the lead was replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.